Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the transmitter gave an intermittent out of range antenna icon for 20 minutes about three weeks ago. Patient reported there was no out-of-range since the event three weeks ago. At the time of contact with dexcom technical support, patient reported being in fine condition, and patient did not report any medical intervention or injuries.